Event description:
A medtronic representative reported that while in a procedure, the navigation system unexpectedly exited. A re-boot was required to restore normal functionality after the software was unresponsive. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient weight not made available from the site. A medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Suspect part not returned to manufacturer for analysis.

Manufacturer narrative:
Log file analysis found that the system was having trouble processing an exam with compressed image data. The field rep upgraded the software version on the system to resolve the issue. No further issues reported.

Manufacturer narrative:
Correction - date of this report: (B)(6) 2014.